Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was not displaying vital signs on the screen. It was unknown whether the device was monitoring patients as the time of the failure. No patient harm was reported. The customer sent this unit in for a repair. Service requested / performed: evaluation / repair: on 12/23/2020, the nihon kohden america repair center (nka rc) noticed no physical damage. Upon rc evaluation, the reported problem was duplicated. On 01/25/2021, the nka rc found both hard drives to be degraded. The following malfunctioning parts were recognized and recommended to be replaced to resolve the issue: # 9000006111a hard drive # 9000006165 cns, motherboard # 9000059587 graphic card on 01/28/2021. The customer declined repair of the unit. The unrepaired unit was shipped back to the customer on 01/29/2021. Investigation summary: the root cause of the issue is determined to be hard drive failure. When hard drives fail, this failure can manifest in different ways. There can be an error message, or the device may reboot, or the device screen could "freeze." The unit may sometime then restart, or the device may need to have the hard drives replaced. Sometimes the unit can be rebuilt by the backup disk (i.e., the system has redundant array of independent disks (raid), which puts multiple hard drives together to improve performance). Hard drive failures probably attributable to reaching the end of expected useful life (approximately 20,000 hours of use - every two years). In this incident, the device has been in use for 5 years with no history of hdd replacement, and hard drive degradation is most likely the cause of the device failure. The reported issue does not require further investigation through CAPA process. Hha has been completed for the cns-6201a hard drives failure. CAPA 19-022 was initiated and rejected based on the rationale provided in hha 20-001. The problem does not warrant/require a CAPA.

Event description:
The customer reported that their central nursing station (cns) cannot display anything on the screen. There was no harm reported.

Manufacturer narrative:
The customer reported that their central nursing station (cns) cannot display anything on the screen. There was no harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nursing station (cns) cannot display anything on the screen. There was no harm reported.